Event description:
It was reported that the customer had an issue with the piston rod popping out of the pump. Customer stated that she kept pushing it back in. Customer also stated that the drive support cap was loose and sticking out. Customer mentioned that it had been loose for a few weeks but it was not that bad. Today, the drive support cap is sticking out farther than it has been and the customer's blood glucose level has been fluctuating since then. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratches on display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker. The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump passed displacement test.